Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old patient implanted with an impella cp for mechanical circulatory support due to acute myocardial infarction/cardiogenic shock. While on support, the patient experienced hemolysis with no specified resolution. Additionally, the patient experienced access site bleeding with no indication of intervention needed. The patient was successfully weaned and the device explanted.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined e4 should have been left blank on the initial manufacturer device report number 1220648-2024-11681 as it is unknown if the initial reporter also sent the report to the food and drug administration. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-11681 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-11681 in accordance with updated procedures. H6 component code revised from the initial submission in accordance with updated procedures.